Event description:
It was reported that during a da vinci-assisted surgical procedure, the small grasping retractor instrument was not recognized by the system. The procedure was completed with no reported injury. Evaluation of the returned device found a broken pitch cable at the distal end. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the small grasping retractor instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation could not confirm nor reproduce the customer reported complaint of recognition issue. The instrument was placed and driven on an in-house system. The instrument was recognized and passed engagement tests 3 out of 3 attempts. A review of logs did not show any recognition or engagement failures. No product issue was identified related to customer reported complaint. Additional observation not reported by site was that the instrument was found to have a broken distal pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. The probable root cause of pitch cable breakage, whether partial or full, is attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. This complaint is being reported due to the following conclusion: failure analysis investigation identified a broken pitch cable. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. If a pitch cable breaks at the distal end during intraoperative use, a cable segment and/or the crimp could fall into the patient.